Event description:
A nurse reported that an ophthalmic laser probe did not fit through trocar cannula during setup of a vitrectomy procedure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported ¿the laser probe didn't fit through trocar cannula. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the product was returned for evaluation. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The laser probe was returned for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing was performed, and the laser probe was found to have no problem. The laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).